Manufacturer narrative:
The precise lot number is unk. Pt was implanted with 3 different leads, and it is unk which lot number is associated with the lead in question. All 3 lot numbers for each lead were reviewed. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
A pt was implanted with an scs system to treat headaches. It was reported that on (B) (6) 2010, a clinical specialist met with the pt and discovered that the lead had invalid impedance on all 4 contacts. The second lead also had invalid impedance on two contacts. The pt will be revised.